Manufacturer narrative:
06-nov-2017 product investigation results: the reporter returned toothbrush head on 31-oct-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head fell off while brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on 03-jul-2017 that he had 10 oral-b power oral care refills precision clean with which the head fell off while brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms were reported. The consumer reported he had previously used this version of brush heads. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fell off while brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that he had 10 oral-b power oral care refills precision clean with which the head fell off while brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms were reported. The consumer reported he had previously used this version of brush heads. Relevant history: none reported. No further information was provided.